Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, undersensing and false pause episodes on the device were noted. The device was reprogrammed. The patient was stable with no adverse consequences.